Event description:
The surgeon reported: "patient was experiencing signs and symptoms of a port infection. Port was removed during surgery. During the procedure it was noted that the port tubing had snapped at the port junction." Port revision surgery was completed. The device will be returned to allergan.

Manufacturer narrative:
Medwatch sent to FDA on: 09/03/2009. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified, nor, an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."